Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the item disintegrated when the surgeon put his hand in. The fragments may have gone into the patient, but no incident has been notices so far during observation. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.